Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen) while wearing the pod. The infusion site was reported to have a burning sensation and pain. When the pod was removed, the pod was full of blood. The patient was hospitalized with sepsis on an unspecified date. The patient does not recall the specific treatment that they have received. The patient also does not recall the exact discharge date but reported that they stayed at the hospital for four to five days. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.